Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the (B)(4) (tempus pro patient monitor) indicating that the customer plugged the vl in the tempus pro and took one picture, the unit presented shutdown message and has to restart. Remote support was provided and the issue was recognized as the problem covered in fa-009.the primary root cause was identified as inadequate software verification and validation. Based on the information available and the testing conducted, the cause of the reported problem was the software. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s1 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported tempus pro - shutdown during intubation with vl. As few as 10 photos can overwhelm the device and require a restart. Unit was not in clinical use at the time of discovery. The customer says he plugged the vl in the tempus pro and took one pic and the unit gives the shutdown message and has to restart. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.